Event description:
The vent was administering this infant double the tidal volume. The provider noticed the forceful air leak around the trach. The baby's chest rise was consistent with excess delivered tidal volumes which is dangerous if not immediately corrected by a provider. Dates of use: (B)(6) 2015. Patient was trachea dependent and found apneic at home prior.